Manufacturer narrative:
H3, h6: the device, intended to be used in treatment, has been returned for evaluation. A visual inspection was performed and showed defects to the outer case. A bad odor was reported. The functional inspection found that the device could not maintain pressure, establishing a relationship between the reported events. The root cause was identified as defective vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation, it was noticed that the renasys go pump, was unable of generate and control negative pressure due to defective motor. As this was noticed during service and repair activities, no patient was involved.